Event description:
Revision surgery- the pt was unstable. The doctor converted the implant to a reverse shoulder and removed the turon head, neck, stem and glenoid.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 5.2 months of pt use. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was no determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.